Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic hiatal hernia repair procedure, the device needle fall out of the jaws after second reload when passing to the tissues suturing the stomach "collar" around the esophagus. It was easily retrieved by grabbing the suture attached to the needle. The surgeon used regular laparoscopic suturing technique to complete the case. No patient injury has been noted. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.